Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed, as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed. Observed, 40 mm dark patch edge material inside gel device. Stress marks are observed, assessed as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade IV. Device has been explanted and replaced.